Manufacturer narrative:
Internal reference number: (B)(4). Mcaleese t, mcleod a, keogh c, harty ja. Mechanical outcomes of the tfna, intertan and imhs intramedullary nailing systems for the fixation of proximal femur fractures. Injury. 2024 feb;55(2):111185. Doi: 10.1016/j.injury.2023.111185. Epub 2023 nov 10. Pmid: 38070327. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "mechanical outcomes of the tfna, intertan and imhs intramedullary nailing systems for the fixation of proximal femur fractures", five (5) patients that initially underwent internal fixation surgery with an intramedullary hip screw (imhs) system from february 2008 to 2012, to treat proximal femur fractures, sustained a post-operatively periprosthetic fracture. The measures taken to resolve these events, if any, are not known at this time. Patient's outcome is not known. No further information is available.